Manufacturer narrative:
(B)(4) has been identified as a duplicate of (B)(4) and has been processed accordingly. Please refer to child (B)(4) under (B)(4) with received mdn : (B)(4)000031d32fee@hpp for the full investigation of this issue.

Event description:
(B)(4) has been identified as a duplicate of (B)(4) and has been processed accordingly. Please refer to child (B)(4) under (B)(4) with received mdn : (B)(4) 000031d32fee@hpp for the full investigation of this issue

Event description:
It was reported to philips that ECG trunk pin remained inside the module. Patient involvement information is currently unknown, but no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.